Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7075012.

Event description:
It was reported that the patient was experiencing itching a few days after the implant as well as overstimulation. It was also reported that the patient was experiencing pain at the lower back and the ipg.. The patient was using benadryl for itching. Additional information was received that the patient underwent a spinal cord stimulator explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing itching a few days after the implant as well as overstimulation. It was also reported that the patient was experiencing pain at the lower back and the ipg.. The patient was using benadryl for itching.